Event description:
Problem: an inpatient on the nursing unit was connected to a pca pump (baxter pca ii) and it alarmed -low volume. The attending nurse opened the bag holder to exchange for a full bag, and observed that the original bag was still full. The bag was checked by the user for proper spiking and according to the user, it was spiked correctly. Since the patient was not experiencing much discomfort, the epidural was capped. The device was sent to biomedical engineering for evaluation , however there was no mention that it was involved in an incident. It was tested and functioned normally, so it was returned to service. Facility's conclusion is that possibly the previous total volume setting had not been erased prior to the new patient.